Event description:
This clinical trial case (h80-cr-gwhb eudract # unk), concerns a female pt. The pt's medical history included: type ii diabetes mellitus. Concomitant medication included: metformin/glibenclamide since 1996 for diabetes mellitus type ii ongoing. In 2006, the pt was supposed to have started the exenatide treatment, but she did not apply the medication until 2007. She had tried to attend an appointment at the public hosp for photocoagulation treatment of her eyes three days before, but was unsuccessful. The pt continued taking metformin/glibenclamide and it was this reason why the pt had not taken exenatide earlier as prescribed. During the three day wait for her hosp appointment, the pt had a lower food intake and on the day of the appointment, she had probably been told by the hosp receptionist to go to the appointment without eating. The following month, the pt first received exenatide (byetta lot number ct004186, expiry date: march 2007) 5ug twice daily subcutaneously via a humapen ergo (lot number ct001487 and expiry date unk) for the treatment of type ii diabetes mellitus. At the time of the first administration, the pt accidentally administered an overdose of 10ug before supper (by mistake injected a double dose). On the same day after administering the overdose, the pt rapidly developed serious hypoglycemia (11milligrams per dl). The pt called the investigator, she had taken coca-cola with fruits and a shake and went to the hosp. At the hosp, she was given a glucose solution and kept under surveillance overnight. During the night, the glucose rose from 74 to 150mg/dl. The patient was discharged the following day after breakfast with (glucose) blood levels of 260 mg/dl. The physician advised the pt not to take medications and to stop exenatide because of her low weight (54kg). The pt was discontinued from the study (reported as protocol) because of her low weight. The operator of the humapen ergo was the pt, it was unknown if the pt had been trained to use the device. The pt had used the device for one day only, it was unk if the device would be returned to the MFR. The pt had been advised by her healthcare professional to discontinue the exenatide treatment. The investigator believes that the event was related to the protocol procedure and explained that the pt used a double dose of exenatide and did not eat properly three days before the event. The reporter stated that the events of overdose and hypoglycemia does not seem to be related to the humapen ergo, but to the fact that the pt did not realize she had received the medication during the first application, due to the small volume that was applied the pt decided to administer the dose again. The event seemed to be caused by the sum of the hypoglycemic effect from the oral hypoglycemiant medication (metformin plus glibenclamide) and a decreased intake of food: during three days, the pt was waiting for medical attention (institutionalized or public) and was instructed to go (to her appointment) with out eating since she was going to have a lasser phototherapy. The investigator believes that the hosp receptionist probably told the pt not to eat before the phototherapy. This added to the double dose of exenatide that the pt received that night. Add'l info from six days later, processed at the same time as the initial case. Update 30-mar-2007: add'l info received from the reporter on 27-mar-2007. Added: statement to qc button on products page after request from global device team, age of pt changed to 52 from 92 and improper use storage ticked as yes from no. Drug lot number ct004186 with expiry date: march 2007, device lot number ct004187 and expiry date on the device not available, indication for metformin/glibenclamide was diabetes type ii. Finally, please note that in the first sae fax form product safety received there was no "verbatim event term" coded, there was only the event summary description which stated "by mistake injected twice", that is why the event that was coded was "overdose". The sae fax form was later received with corrections and the investigator added the verbatim event: "serious hypoglicemy" for two days from event date. Therefore, the event that should be coded is the 'hypoglicemy". This statement is being clarified and it is being asked if the investigator would like the event of overdose removed from the case.

Manufacturer narrative:
If device is returned, evaluation will be performed to determin if a malfunction has occurred. Evaluation summary: the actual device is not being returned because the problem was resolved. The device was reported to be working properly. No malfunction was identified. There was evidence of improper use of the device. The pt did not understand how to tell when an injection was properly completed, and therefore injected a second time. However, it is not clear if this second injection is relevant to the hypolycemic event.